Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a skin reaction that required medical intervention. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported she was evaluated by a healthcare provider, diagnosed with an allergic reaction and instructed to use an unspecified skin protective spray. The skin reaction occurred one day after sensor was inserted. No details of the symptoms were provided. At the time of contact, the patient was feeling ok. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.